Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient was experiencing a skin irritation and pain from wearing the lifevest. The patient had a rash on his stomach, under the breast. It was reported that the patient also had shingles and other infections. It is unknown whether the rash was due to the shingles. The rash was not open. The patient reported that the rash had improved, but was still present. The patient also reported that the lifevest caused an enlargement of his right side that resulted in severe pain and a scar. The patient's physician reported that the pain the patient was experiencing was not from the shingles but was from the lifevest. The patient went to the urgent care clinic and received oxycodone for the reported pain.